Event description:
It was reported by the customer that a pyxis medstation system new patients are not being crossing to all devices. The customer reported that users were unable to remove medications. Which led to minimal delay in patient care because patients had to be entered manually. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-dec-2022 to 02- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the new patient data had not been crossing to all devices. The technical support specialist verified the server and examined the tcp communication, confirming that all mbm feeds are connected with remote ip details. They then performed message tracing, applied filters for adt orders, and verified that the messages were up to date. The system functioned as intended after the technical support specialist assessed the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that new patients are not crossing to all devices. A technical support specialist verified the server and examined the tcp communication, confirming that all mbm feeds are connected with remote ip details. Then performed message tracing, applying filters for adt orders, and verified that the messages are up to date. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation system new patients are not being crossing to all devices. The customer reported that users were unable to remove medications. Which led to minimal delay in patient care because patients had to be entered manually. There were no adverse events or injuries reported based on this incident.